Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention performed for reprogramming.

Event description:
This supplemental report is being filed to update evaluation coding.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Noise, oversensing and previous episodes of pacemaker mediated tachycardia (pmt) were noted. The patient was pacemaker dependent at that time. There was pacing inhibition with a pause in pacing lasting approximately four seconds. The patient was brought into the clinic and the device was reprogrammed and isometric testing was performed. The device remains in service. No additional adverse patient effects were reported.